Manufacturer narrative:
A medtronic representative went to the site to test the equipment. While performing an imaging system check-out, a medtronic representative, confirmed the error message displayed at system start up is: error occurred that may have damaged systems database. It was determined that the patient database required repaired. The database was restored by performing a rename of most previous backup of patient database. The medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spine procedure, the site's imaging system would not boot. The pendant displayed an error message stating that a "system error may have occurred." The imaging system was brought into the room after the procedure was in progress. The end user did not discover the unit was not working until the system was brought into the procedure. The case was completed successfully, without use of the imaging system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.